Event description:
Customer reported he experienced high blood glucose of 400 mg/dl. Customer also reported that the insulin pump has a crack or a scratch on the display screen. Customer stated he increased the basal and bolus and his blood glucose level was not going down. During troubleshoot; it was stated the drive support cap is recessed. Customer received a no delivery alarms which was resolved by a complete set change. Customer wishes to be sent samples of an infusion set to try out. The insulin pump is being replaced for damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.